Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported while using bd autoshield¿ duo the needle is retracting. The following information was provided by the initial reporter: staff report that the needle is retracting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd autoshield¿ duo the needle is retracting. The following information was provided by the initial reporter: staff report that the needle is retracting.